Event description:
Five boxes of freestyle test strips giving error message w/omnipod freestyle meter, mostly error 3, but also gave error 1 and error 4 as well. All strips giving error are from same lot number. Pt does have strips from a different lot number that are working fine.